Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion at l2-s1 treating l4 burst fracture, and dislocation fracture on (B)(6) 2020. The surgeon requested instruments for the procedure on the same day. The sales rep confirmed available stock and ordered the instruments for the surgeon. The sales rep was later notified that the instruments were no longer available. The sales rep made arrangements for substitute instruments to be delivered. The instruments were delivered one hour late. The surgical technique was changed from pps to open. There was a surgical delay of thirty (30) minutes. There is no further information available. This report is for one (1) miscellaneous spine instrument. This is report 1 of 1 for (B)(4).